Manufacturer narrative:
The sterilization records were reviewed. And no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2024-69958, related manufacturer report number: 2017865-2024-69959. It was reported, during inpatient analysis. That the pacemaker site was infected and the device was eroding through the skin. Patient metal allergy was suspected, but not confirmed. The entire system was removed and replaced. There was no physician allegation that the infection was related to the device or any system-related procedure. The patient was stable.